Event description:
Edwards received information that a 11500aj25 inspiris resilia aortic valve implanted in pulmonary position for nineteen (19) days was explanted for recurrent pulmonary regurgitation. The severity of the regurgitation is unknown, but it is assumed to be more than mild. The device was replaced with a smaller size 23mm 11500 valve with no adverse event reported. Per the report, the size of the blood vessel on the outflow tract side was smaller than the valve size, so it was suspected that the extra load was applied to the valve. There is no patient injury occurred due to the device implant and explant. The replaced 11500aj23 valve remained implanted to the patient. The patient status was reported as recovering. The doctor was asked and has affirmed that there was no malfunction of the device, and there is no relationship between the event and the device.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
As reported by the surgeon, the most likely cause of this event is procedural factors, including implantation of an undersized valve. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.